Manufacturer narrative:
(B)(4); the s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving 25 shocks from the device. It was determined that the patient was experiencing a ventricular tachycardia (vt) and an acute hemodynamic event due to a closure of the right coronary artery. Once the artery was opened, the patient did not have any further vt episodes. The patient was completely asymptomatic during the vt but stated that the felt good after being shocked by the s-ICD. Close review of the recorded episodes determined that the rate of the vt was below the rate cut off zone of the device; however, the s-ICD oversensed t-waves which led to the delivery of the shocks. The s-ICD was reprogrammed to raise the rate cut off zones to prevent shock delivery during slow vts. No additional adverse patient effects were reported. A memory download was sent to boston scientific technical services (ts) for review. A ts consultant agreed that the patient experienced a monomorphic vt with a rate below the shock zone rate cut off and the oversensing is what resulted in shock delivery. It was also noted that after the vt was converted, a bigeminy rhythm was observed which led to another run of vt. The ts consultant discussed that understanding the origins of the vt would be useful for its management as well as to consider other contributing factors, such as electrolyte imbalance, that may be caused the vt storm.